Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported an intermittent/erratic change in therapy. It was stated that, in the last week prior to date notified, the patient has been slower, freezing a bit, and has stutter steps. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-07869.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.